Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the remote monitor was burned where the power cord plugs into the monitor and the power cord was burned. The patient also stated that the power light would not turn on. The patient was advised to return the monitor and a replacement would be sent. The status of the monitor is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: visual inspection found the monitor power and modem circuitries were burned. Tests and data file extractor were unable to be performed due to printed circuit board components burn.

Event description:
It was further reported that the monitor has been returned.